Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue. A technical support specialist walked the customer through double-clicking the cubex shortcut on the windows desktop and restarting the aio. The system functioned as intended after the customer completed these steps and resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue fluconazole tab 100mg medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.